Event description:
The facility reported a colleague infusion pump with a failure code of 804:26. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 804:26 was discovered and confirmed in service. However, the root cause of this condition was not discovered, but the event occurred in conjunction with a power off event . There have been no actions taken to correct this problem, as no further action was required. Similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 804:26 was discovered and confirmed in service. The root cause of this condition was determined to be software failure. There have been no actions taken to correct this problem, as no further action was required. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.